Event description:
Subsequent to the initial medwatch filed, additional information received: atrial septal defect (asd) closure was completed without event. On a follow-up visit, on (B)(6) 2014, the patient looked good, felt good and vital signs were stable. The asd was considered to be resolved without sequela on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of atrial perforation (atrial septal defect), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 one mitraclip was implanted reducing functional mitral regurgitation mr) from grade 4+ to 2+. On (B)(6) 2013, transthoracic echocardiogram (tee) revealed a small secundum atrial septal defect (asd) with left to right shunting. The asd measured 51 mm horizontally and 58 mm longitudinally. The patient was asymptomatic with good color, breathing and activity and stated he felt good. Electrocardiogram was reportedly normal. Surgical repair of the asd was scheduled on (B)(6) 2014. The physician assessed the event as definitely related to the device and procedure. No additional information was provided.